Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial therapies displayed dense low amplitude noise on the rate sense channel. This was oversensed causing pacing inhibition and ventricular fibrillation detection. The episode occurred around 11pm. All measured ventricular pacing impedances were stable and normal,as are thresholds. The patient had no symptoms with the episode.